Event description:
It was reported the case was abandoned. The clinician was unable to access the external iliac. The initial 8 fr sheath did not seal the artery and there was blood loss at the incision. The excluder bifurcated endoprosthesis was never opened however the pt recieved 1 unit of blood (transfusion). The clinician did not make an allegation of product deficiency.